Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited rising threshold measurements. The outputs were reprogrammed on both leads and they remain in use. Two days later, the patient's implantable pulse generator (ipg) reached premature battery depletion. At the time of the ipg change out procedure, the elective replacement indicator (eri) warning was able to be cleared, but then the device was unable to estimate battery longevity. The physician then elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.